Event description:
Home pt (hp) reports dry minicaps. Hp reports sponges beige in color and betadine was noted on inside of foil pouch. Noted prior to use. Hp reported using minicap and did note any betadine in tubing when initiating drain phase of dialysis exchange. No pt injury or medical intervention reported.